Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Results high with blood within 10 minutes: result 1: 25.2mmol/l, result 2: 10.1mmol/l. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.